Event description:
The event is reported as: complaint alleges: per pt: pt underwent a cholecystectomy and the next evening experienced intense mid-abdominal pain and went to the emergency room and was admitted to the hospital. According to the pt, x-ray revealed there was a leak and the clip had migrated resulting in additional surgery. Unk catalog number, but pt said "it was a weck clip". Current condition of pt is fine.

Manufacturer narrative:
Catalog number and lot number unk. Sample not available for investigation.